Manufacturer narrative:
H6: investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. There is currently a 3-hourly outgoing inspection and 2-hourly in-process inspection in place to check for damaged syringes. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that the barrel of bd syringe 1ml ls 25ga 5/8in chin graphics was discovered defective during use. No patient impact reported. The following information was provided by the initial reporter, translated from chinese to english: when the penicillin skin test solution was drawn, it was found that the barrel was defective and did not cause obvious harm to the patient.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the barrel of bd syringe 1ml ls 25ga 5/8in chin graphics was discovered defective during use. No patient impact reported. The following information was provided by the initial reporter, translated from chinese to english: when the penicillin skin test solution was drawn, it was found that the barrel was defective and did not cause obvious harm to the patient.